Event description:
Stretcher in storage tagged will not go into brake. No injury reported.

Manufacturer narrative:
Technician found the stretcher in storage. Found stretcher will not go into brake due to worn casters. Replaced casters to resolve this issue.